Event description:
It was reported that a flogard i.v. Solution administration set leaked during connection. The nurse observed the tubing under the drip chamber to have a "slice" in it. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. A visual inspection was performed; no nonconformances were identified. When the set was leak tested under water a pinhole leak located 2 cm below the drip chamber was identified. This issue has been escalated to CAPA.